Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose shortly after onset while using the ilet with humalog during the initial adaptation period and after a recent setup and fill tubing event in which the user disconnected from the device; the user confirmed the low with a fingerstick and had announced two meals prior to the event. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and food without medical intervention or assistance. Investigation included complaint intake, review of use history provided by the user, and troubleshooting and education regarding adaptation, meal announcements, exercise considerations, and target settings. Investigation of this case revealed no device alarms or malfunctions and no contributing changes in targets, weight, or medications, with the event assessed as hypoglycemia of unclear cause potentially consistent with early adaptation dynamics or meal announcement pattern. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.